Manufacturer narrative:
(B)(4). Date sent to FDA: 12/10/2020. Additional information: h3 analysis summary: an empty opened foil, an empty labeled winding former, a needle/suture piece and suture piece of product code vr944, lot # ppcctbe0 were received for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, the suture was broken at 1.5" distance of needle and was observed with some marks that appear to be by use of surgical instrument, the end was noted with open filaments due to stress applied. The suture piece present body fluids and one end is matched with the needle suture piece. The condition of the sample received indicates an improper handling of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot ppcctbe0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on an unknown date; and suture was used. During the procedure, the suture broke at about 5 cm from the swage part during continuous suturing on the perineum while holding the needle with a needle-holder and then pulling the suture from the tissue. There were no adverse patient consequences reported. No additional information was provided.